Event description:
Customer reported that the tubing is breaking where the line connects to the luer lock. No other information was provided. It was reported this occurred with eight devices. This report addresses the fourth device.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.